Event description:
This supplemental report is being filed to provide additional information that the patient was having heart surgery. The doctor wanted to program the device off but was unable to communicate with it. Other programmers were tried without success. The doctor elected to explant and replaced the device. There were no additional adverse patient effects. It was reported that an interrogation had a red screen and a patient data error code. Some of the programmed patient data memory was corrupted. Technical services advised this is benign. The clinic will reprogram the patient data. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the patient was having heart surgery. The doctor wanted to program the device off but was unable to communicate with it. Other programmers were tried without success. The doctor elected to explant and replaced the device. There were no additional adverse patient effects. It was reported that an interrogation had a red screen and a patient data error code. Some of the programmed patient data memory was corrupted. Technical services advised this is benign. The clinic will reprogram the patient data. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment. This s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that an interrogation had a red screen and a patient data error code. Some of the programmed patient data memory was corrupted. Technical services advised this is benign. The clinic will reprogram the patient data. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This event is included in (B)(4) emblem sicd transient memory corruption.